Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/02/2024, it was reported by an arthrex subsidiary employee via sems-06651920 that an ar-400 drillsaw sports 400 system detached. This occurred during a case. There was no additional information was provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 26-oct-2022.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-400 batch 15015989 was received for evaluation. Visual inspection revealed that the connector inside the device is broken. Functional testing was not performed due to damage to the device. The most likely cause of the reported failure is overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. The manufactured date is 26 october 2022 the complaint allegation was confirmed. Refer to the investigation pictures.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
There was no additional anesthesia administered.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was provided on 10/07/2024 where it was stated that this event occurred during a cruciate ligament procedure when the device broke at the time of being actuated. An ar-300-406s saw blade was being used. All fragments were retrieved from the patient. A cinsel and hammer were used to complete the case.